Manufacturer narrative:
(B)(4). No sample will be returned for evaluation. Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that the catheter inserted (B)(6), 2015 and removed (B)(6), 2015. Using a doppler, they verified a "thrombotic episode in right forearm in the first part of the vein with the PICC". They solved the situation with heparin administration. It is not known if the issue caused a delay, however, there was no reported death or complications to the patient as a result of this occurrence.